Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. It was reported that the hernia did not exist prior to starting apd therapy. The cause of the hernia was not reported. The location of the hernia was unknown. It was reported that apd therapy did not worsen the patient's hernia. The patient was not hospitalized for the event. The date of diagnosis was unknown. On an unreported date, the patient underwent surgery for hernia repair. At the time of this report, the patient was recovered from the event and apd therapy with dianeal was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a complete device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.